Event description:
It was reported that this lead was not successfully implanted as it incurred damage in the electrode end. The lead was never in service. No adverse patient effects were reported. The lead was returned for analysis. Detailed analysis confirmed the observed electrode end damage of this lead. Further, a stretched out helix which is likely induced handling damage was noted during visual observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which allegation of electrode end damage was confirmed. Moreover, a stretched out helix was noted based on visual observation which is likely induced handling damage.

Manufacturer narrative:
The product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this brady lead was not successfully implanted due to it incurred damage on electrode end. The lead was never in service. No adverse patient effects were reported.